Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 600 mg/dl. Customer indicated that the cannula might be damaged and may have led to the high blood glucose. Troubleshooting was declined by customer. No further details given.